Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the motor in the roller pump was noisy. The motor was replaced and preparation concluded. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.